Manufacturer narrative:
(B)(4). A philips field service engineer (fse) visited the customer site to check the configurations and test the device which found no issues. Bed to bed overview alarms cannot be verified via logs, thus it cannot be confirmed if the device alarmed appropriately at the time of the incident. Per communications with the fse, the customer does not allege that the device contributed to the patient death since they were anticipating the passing of the patient. The functionality of the device cannot be confirmed during the reported incident, however, the configurations were confirmed as correct by the fse and testing performed by the fse found no issues with the bed to bed alarming.

Event description:
The customer reported that a bed to bed overview red alarm did not relay for room 212 between 1300-1310 and a patient expired.